Manufacturer narrative:
UDI #: (B)(4). A review of the manufacturing records was performed for the intraocular lens, (iol). The review of the materials/process manufacturing instructions in the change control system revealed that the product was manufactured as required. There were no environmental action or alert generated when this lens was manufactured. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported customer's report. The lens met manufacturing specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was hair inside the plastic case that holds the lens. There was no patient contact. No further information was provided.

Manufacturer narrative:
The sample was sent to seal laboratories for analysis. An intraocular lens was received in a plastic cartridge case. The lens was visually inspected under a stereo microscope. A reddish-brown debris is visible at the top of the lens, with a few other white particles and fibers on the surface. Visual examination of the lens and plastic case did not reveal any material that looked like typical ¿hair¿, though there were few very small fibers. It cannot be determined if those are the debris of interest, or if they came from somewhere else during shipping, as the lens was in the plastic case, but just loose inside the cardboard box. The investigation results did not locate any foreign material/debris that matched a ¿hair¿ description; therefore, an analysis could not be conducted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.